Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("debilitating pain"), genital haemorrhage ("abnormal, heavy bleeding"), pregnancy with contraceptive device ("unintended pregnancy") and abortion spontaneous ("miscarriage") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), back pain ("severe lower back pain"), dysmenorrhoea ("severe menstruation pain"), migraine ("migraines"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and headache ("migraines / headaches") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (surgical procedure with removal of essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, back pain, dysmenorrhoea, migraine, anxiety, depression, vaginal haemorrhage, menorrhagia and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: a case for her first pregnancy with essure was already created (see also linked case #(B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: proper placement was confirmed. Most recent follow-up information incorporated above includes: on 7-dec-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia & headache were added. Historical conditions , products lab data updated.product, patient & reporter information updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('debilitating pain / pelvic pain'), pregnancy with contraceptive device ('unintended pregnancy'), abortion spontaneous ('miscarriage') and genital haemorrhage ('abnormal, heavy bleeding / gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping "), abdominal pain ("abdominal pain"), back pain ("severe lower back pain / back pain"), dysmenorrhoea ("severe menstruation pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depressed / psych injury"), anxiety ("anxious / psych injury"), migraine ("migraines") and headache ("migraines / headaches") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (surgical procedure with removal of essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain lower, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal haemorrhage, depression, anxiety, migraine and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: a case for her first pregnancy with essure was already created (see also linked case #(B)(4) ). Discrepancy noted in date of removal previously it was given but in this follow up essure removed-no is reported received treatment for psych injury diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs was received : new events metrorrhagia, abdominal pain were added and psych injury clubbed with anxiety and depression event. Lab data was updated. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left device was unable to be seen within the uterus'), pelvic pain ('debilitating pain / pelvic pain') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("abnormal, heavy bleeding / gen. Abnormal. Bleed"), abdominal pain lower ("severe cramping "), abdominal pain ("abdominal pain"), back pain ("severe lower back pain / back pain"), dysmenorrhoea ("severe menstruation pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depressed / psych injury"), anxiety ("anxious / psych injury"), migraine ("migraines") and headache ("migraines / headaches") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (surgical procedure with removal of essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain lower, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal haemorrhage, depression, anxiety, migraine and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, back pain, depression, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: a case for her first pregnancy with essure was already created (see also linked case #(B)(4). Discrepancy noted in date of removal previously it was given but in this follow up essure removed-no is reported received treatment for psych injury patient had two miscarriages. Operative findings the right essure device was noted to be partial (half sentence missing) .left device was unable to be seen within the uterus (half sentence missing) .. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-nov-2020: mr received. Reporter information added. Event: left device was unable to be seen within the uterus added. Rcc updated. Events pregnancy and genital bleeding were updated to nonserious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left device was unable to be seen within the uterus'), pelvic pain ('debilitating pain / pelvic pain') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("abnormal, heavy bleeding / gen. Abnorm. Bleed"), abdominal pain lower ("severe cramping "), abdominal pain ("abdominal pain"), back pain ("severe lower back pain / back pain"), dysmenorrhoea ("severe menstruation pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depressed / psych injury"), anxiety ("anxious / psych injury"), migraine ("migraines") and headache ("migraines / headaches") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (surgical procedure with removal of essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, abdominal pain lower, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal haemorrhage, depression, anxiety, migraine and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, back pain, depression, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: a case for her first pregnancy with essure was already created (see also linked case #(B)(4)). Discrepancy noted in date of removal previously it was given but in this follow up essure removed-no is reported received treatment for psych injury patient had two miscarriages. Operative findingsthe right essure device was noted to be partial (half sentence missing) .left device was unable to be seen within the uterus (half sentence missing) .. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("debilitating pain"), genital haemorrhage ("abnormal, heavy bleeding"), pregnancy with contraceptive device ("unintended pregnancy") and abortion spontaneous ("miscarriage") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), back pain ("severe lower back pain"), dysmenorrhoea ("severe menstruation pain"), migraine ("migraines"), anxiety ("anxious") and depression ("depressed"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgical procedure with removal of essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, abdominal pain lower, back pain, dysmenorrhoea, migraine, anxiety and depression outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: a case for her first pregnancy with essure was already created (see also linked case #(B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: proper placement was confirmed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.